Event description:
It was reported that there was a sudden loss of therapeutic effect in a deep brain stimulator (dbs). Patient programming was changed when symptoms worsened. The impedances on the right showed several leads with greater than 10,000 for their impedance value, "indicating a disconnection as well as short circuiting out one of the electrodes on the right." The left showed several values as high as 4000, but none appeared greater than 10,000 on the left. The impedances were checked with manual traction applied to the ipg, and not, and to the electrode/lead extender connection independently and impedances were measured without change. There was adequate securing stitch tethering the connections to the periosteum and the lead extenders were adequately connected to the electrode. The connections between the ipg and the lead extender electrodes were checked and found to be well secured; however, there were several cracks in the plastic around the wire of the lead extender. The implantable pulse generator (ipg) and lead extenders were replaced. After replacement the impedances were checked. The left impedance remained the same, but the right impedance values were much more satisfactory without any values greater than 10,000. "This indicated to us that the right lead extender was in fact disrupted, causing the trouble the patient was having." The new ipg was returned to previous settings with good control after surgery. The patient tolerated the procedure well without any technical complication, recovered without sequela.

Event description:
It was reported that therapy had been working very well until about one week ago when the patient lost therapeutic effect and experienced a return of dyskinesia. There was no event tied to the loss of effect, though the patient had fallen in the past without hitting her head specifically. Impedance measurements were within range, though some contacts on the right lead were higher than they had been at previous readings. Therapy impedance on the right side was 795 ohms. Therapy impedance on the left side was 1,429 ohms. There were no problems presenting on the left side. The manufacturer's device registry showed that the extension and ins were replaced in late (B)(6). Details were not available. It was noted that battery voltage was 3.13 at implant, then 2.98 in (B)(6) and 2.91 in (B)(6). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead: model 3387s-40, lot# v754188, implanted: (B)(6) 2011, explanted: na; lead: model 3387s-40, lot# v727691, implanted: (B)(6) 2011, explanted: na; extension: model 37085-40, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012; extension: model 37085-40, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012.

Manufacturer narrative:
(B)(4).